Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the physician felt that the lead would not stay in the target vein. The lead was not used and was replaced. No patient complications have been reported as a result of this event.